Event description:
In 2006, this patient was implanted with gore excluder aaa endoprostheses. In 2007 all devices were explanted and destroyed. The patient expired the same day. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted in this patient; pxc121200/04658582, pxc201400/04305686, pxa230300/04536917, pxa260300/04382661.